Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer initially called for assistance with using the true metrix meter. Girlfriend is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. The customer just had a large banana and strawberry smoothie about 1 to 1 1/2 hours ago. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 7/30/2025; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.